Event description:
It was reported that a physician was having difficulty interrogating a vns patient's generator. An error message that communication had failed was observed. A different programming system was used to successfully interrogate the patient's generator. It was also reported that the handheld computer's screen was freezing upon interrogation. The event would not resolve with troubleshooting. A replacement handheld computer was sent to the physician. The old handheld has been returned to the manufacturer and is undergoing analysis.